Event description:
Upon exploration of a prior one level fusion, a fractured rod was discovered. The morphology of the rod fracture, especially given that it occurred in a one level fusion was very suspicious for a product defect. FDA safety report ID# (B)(4).